Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a bowed conical stem 18 x 195mm restoration modular hip system was reported. Conclusion: the reported event states that the patient dislocated. While the device reported in this investigation was removed, no information regarding the reason for removal was provided. Furthermore, there is no information to suggest that this device contributed to the dislocation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had right hip revised due to dislocation. Surgeon removed stem and femur and revised with another implant. Sales rep indicated that there is no other information or implants available due to surgeon and hospital policy. As per sales rep, initial revision was not stryker product.

Event description:
It was reported that patient had right hip revised due to dislocation. Surgeon removed stem and femur and revised with another implant. Sales rep indicated that there is no other information or implants available due to surgeon and hospital policy. As per sales rep, initial revision was not stryker product.